Event description:
It was reported that ventilators 02 would fluctuate 10-15%, while on a patient, this was verified with an external 02 analyzer. The ventilator was taken off the patient, patient was bagged and ventilator was swapped out. The ventilator was sent to the biomed department for evaluation. There was no patient injury.